Event description:
Upon insertion of a new dexcom g6 sensor, the sensor failed to detach from the insertion device, and I could not remove it from the insertion site on my abdomen. With great difficulty, I removed the device (which has the sensor still stuck inside it) from my abdomen but I sustained a bloody, bruised, swollen wound at the site. FDA safety report ID # (B)(4).